Event description:
A home pt reported dry minicaps. Per home pt, the sponge was brown in color but did not see dark spot in the bottom of the cap as he was used to seeing. The home pt reported no pt injury or medical intervention associated with these incidents.